Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon deflated slowly. The physician placed a liberte 3.5x24mm bare metal stent to the 90% stenosed lesion located in the noncalcified, non tortuous, proximal left anterior descending (lad) artery. The balloon was inflated to 16 atms for 30 seconds and was deployed successfully, but the balloon deflated slowly, "it took 30 seconds to deflate." The lesion was post-dilated with a quantum balloon, unknown size. The device was removed intact and fully deflated. No pt complications occurred. Patient status is noted as "fine."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is rec'd, a supplemental MDR will be submitted.